Event description:
Related to MFR report number 2183959-2015-00149. It was reported that following the implantation of an elevate anterior graft, the patient was "'discharged with indwelling catheter" as "standard of care." The underlying reason for the catheter was not clarified. The event was considered resolved/recovered with no sequelae on (B)(6) 2015 and "no additional treatment needed at this time". There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the adverse event was due to difficulty emptying bladder. The patient had a follow-up voiding trial on (B)(6) 2015 and "voided without difficulty." There were no further patient complications reported in relation to this event.